Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rheumatoid arthritis ("rheumatoid arthritis"). At the time of the report, the medical device removal and rheumatoid arthritis outcome was unknown. The reporter considered medical device removal and rheumatoid arthritis to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : rheumatoid arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: pif received: case was made serious incident. Event medical device removal was added. New indication, device implant date (were added. Patient's date of birth was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.